Event description:
An aus device was implanted on 6/16/93. Info received on 9/12/97 indicates the pump and balloon were removed from the pt, cuff was not returned, possibly left in place. An entire aus device was implanted. Ams has requested add'l info.